Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient woke up 3 time on (B)(6) thinking he had to void, nothing came out. The patient stated he made him nervous when he didn¿t feel stimulation and questioned if it was working. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported he was very tired. The patient stated it also hurt when he moved and also when he didn¿t move. The patient did not want to decrease as he barely felt stimulation and wanted to keep the stimulation level he was at. The patient noted to know if interstim could affect kidney, the patient stated his left side hurt. The patient noted it was hard to get used to in a week. The patient noted he was doing better than he was prior to the evaluation. The patient stated the urgency rating was a difficult question for him to answer, because he was still getting used to it and was unsure. The patient stated they were unsure if he was emptying bladder. Additional information from the patient on (B)(6) reported one side was loose in his back and the other side was tight in reference to the stimulation. There were no further complications that have been reported as a result of this event.